Event description:
A dist returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the ECG "a&b" cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.